Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of high blood glucose reading and button error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that he was asleep and woke up to the alarm. The customer mentioned that the act button on the pump was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and the act, escapes buttons did not respond due to corroded keypad traces. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. The insulin pump passed idle current test. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.